Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under a separate medwatch report number. The additional patient effect of death reported in the article is captured under a separate medwatch report. B3, c4, d6a: estimated dates d4: the UDI is not known as the part and lot number were not provided. Literature: article title: ¿long-term (5-years) outcomes of current drug-eluting stents in percutaneous coronary intervention: a network meta-analysis of randomized controlled trials¿.

Event description:
It was reported in a research summary article that the purpose of the study was to assess the performance of different drug eluting stents (des) currently used in percutaneous coronary intervention (pci) via a network meta-analysis of relevant trials. Major databases were systematically searched for randomized controlled trials (rct) reporting 5 year outcomes of currently used des. Twenty nine rcts involving 46,502 patients were included in the analysis and size currently used des - osiro, xience (xience v, prime, xpedition, alpine), resolute, nobori/biomatrix, synergy, and promus were analyzed. All comparisons showed nonsignificant results for outcomes at 5-year follow-up. The outcomes included definite/probable stent thrombosis, all cause mortality, cardiac death, myocardial infarction, and target vessel revascularization. The analysis revealed no significant differences in 5-year outcomes among the various des. However, synergy and promus performed best for key outcomes such as stent thrombosis, mortality, and mi, suggesting their potential for favorable performance in clinical practice. Additional details are found in the article "long-term (5-years) outcomes of current drug-eluting stents in percutaneous coronary intervention: a network meta-analysis of randomized controlled trials".